Event description:
New information on 12/23/2016 stated that the right ventricular lead continued to exhibit noise. No further information was available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room due to syncope. Upon interrogation, the pulse generator and the right ventricular lead exhibited noise reversion episodes. No intervention was performed. The patient was okay and would continue to be monitored.